Event description:
A report was received that during a trial implant procedure the patient complained that he was experiencing excruciating pain and the trial was aborted. The patient was not able to move his arms or shoulders. The patient was taken away by ambulance. The physician does not feel that the patient's symptoms were device or procedure related. Upon follow up the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70e serial/lot # (B)(4).description: trial linear st lead, 70cm.